Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information gathered revealed the patient lost therapy and communication with their ipg was unable to be restored around the time their ipg was explanted and replaced.

Manufacturer narrative:
Event date is estimated. During the processing of this incident attempts were made to obtain complete event details. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the "replace generator soon" message was displayed on the clinician programmer. In turn the patient's ipg was explanted and replaced which addressed the issue.